Event description:
It was reported that after a ptca/stent procedure had been performed, repeat coronary angiography confirmed that a vessel perforation had occurred in the distal lad, and the pt was sent for cardiac surgery.